Event description:
It was reported that the patient was admitted to the hospital for a gastrointestinal (gi) bleed on (B)(6) 2020. The patient underwent an upper gi endoscopy (egd) that was normal. Th patient had a colonoscopy that revealed oozing arteriovenous malformation (avm) in the descending colon (dc) that required treatment with two endoclips. The patient also had moderate internal hemorrhoids. The patient had dyspnea and fatigue and received a blood transfusion.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.